Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b7, d4, h6.

Event description:
This is follow up#1 to report on 2/sep/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a recurrent incarcerated incisional surgery and hernia supraumbilical and epigastric. Patient was implanted with a strattice device lot #sp20002p, ref. #(B)(4) on (B)(6) 2018. On (B)(6) 2019, patient underwent a repair hernia inguinal w/tep laparoscopic with mesh. The form lists the condition that was treated: (B)(6) 2018: open repair of recurrent incarcerated incisional hernia supraumbilical and epigastric, removal of mesh synthetic, placement of a strattice biological mesh in the retrorectus underlay position; incidental appendectomy. (B)(6) 2018: abdominal pain; abdominal wall seroma. (B)(6) 019: repair hernia inguinal with tep laparoscopic with mesh (mesh implant x 2); seroma drained. Approx. 2020-present: pain management. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.